Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the 72r electrodes caused the patient to have skin irritation. The electrodes caused redness, burning, and blisters. The patient¿s skin is sensitive to adhesives. The patient rotated the electrodes every 3 days. The patient contacted their primary care doctor and were advised to take off the electrodes. The physician also recommended using lidocaine patches.

Event description:
It was reported that the 72r electrodes caused the patient to have skin irritation. The electrodes caused redness, burning, and blisters. The patient¿s skin is sensitive to adhesives. The patient rotated the electrodes every 3 days. The patient contacted their primary care doctor and were advised to take off the electrodes. The physician also recommended using lidocaine patches. No additional patient consequences/ further information has been reported. The 72r electrodes were not returned for further evaluation.

Manufacturer narrative:
Additional information in d4, g3, h6: investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor trends.